Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-01702, 03075 & 04324).

Event description:
During a distal bicep repair, the threads of three anchors fractured off the end of the suture. Additional holes were drilled and the procedure was completed with another device.